Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the luer lock for the rinse line on the needle cartridge assembly was cracked and leaking. The fse replaced the needle cartridge resolving the leak. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was described as an unknown amount of clear fluid from the right side of the analyzer. The leak was not contained. The operator was running shutdown/startup when the leak was discovered. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of a lab coat and gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.